Event description:
The customer's nephew reported that the customer was hospitalized with both high and low blood glucose levels. The nephew stated that the doctor had advised him that the 508 infusion pump can no linger be used by this customer as he is not mentally capable of handling it. The nephew stated that this customer has borderine alzheimer disease. The customer now has problems with short term memory loss. Troubleshooting was performed and the pump passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no problem has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.